Event description:
During surgery, the surgeon inserted the malibu screw and when it was fully seated, the physician could not remove the screw driver from the screw. The surgeon had to explant the entire screw and put another one in. Additional clinical and pt info was requested and not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.